Event description:
A us distributor contacted zoll to report that a patient had an unrelated yeast infection under their breasts and the lifevest rubbed against the area. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses placed gauzed over the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.